Event description:
The patient services representative (psr) of a (B) (6) female patient contacted lifecor customer support to report that the pins in the patient's monitor are visibly bent. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor.